Event description:
During follow-up, low pacing impedance was observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. Rv lead revision is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition.